Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent check, the device showed three months remaining longevity. Boston scientific technical services (ts) suggested to mention concerns to new physician as this will prompt them to investigate it further. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.